Event description:
On (B)(6) 2023 cindy campbell, employee of intuvie, received a call from j.k., patient of highlands oncology group -fayetteville, and the following call notes were documented: pt called in while stuck in the rx screen where the vtbi stated 541.5ml. He had stated that he noticed his pump was off/screen blank so he powered it back on. I used the info button to go backward and when we got to the power up part only new infusion was available. We powered the pump off, clamped the line, and I instructed him to go to his clinic this morning to have them change out the pump. He understood. I also told him if he ever powers up a pump again in the future and it has new infusion only to stop and call support. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. Unsure if device will be returned...will reach out to client once we have an email address to find out. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.